Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve had unanticipated programming changes after implantation and was revised. The valve was implanted via v-p to the patient. Date of implant and initial setting was unknown. The patient left the hospital after the surgeon changed the setting at the outpatient department. Then next time the patient visited the hospital, the setting has changed automatically. Therefore a revision surgery was performed. The condition of the patient is stable. The valve was implanted due to acquired hydrocephalus. The level of csf protein was within its range. There was a possibility that blood and debris contaminated into the spinal fluid.

Manufacturer narrative:
DHR - no discrepancies were noted for the products being accepted. Failure analysis - the valve was visually inspected; the stator was dislodged as well as a crack in the valve casing was noted. The valve could not be program or pressure tested due to the dislodged stator. A crack and bump mark were noted in the valve casing under microscope magnification. Corrosion was also noted on the stator. -the root causes for the dislodged stator could be partly due to the valve receiving a hard knock. -the root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. -the root cause of the corrosion could not be clearly determined.